Event description:
It was reported that the patient underwent a peripheral, below the knee procedure to treat a target lesion in the moderately calcified popliteal artery. The 2.0 x 20 mm otw mini trek dilatation catheter was advanced into the patient anatomy and was inflated 1 time to an unknown pressure. An attempt was made to deflate the balloon; however, the device was unable to be deflated. The physician then attached a syringe and pulled negative, then removed the syringe and attached another syringe. The physician did this approximately 4 times, and was able to remove enough contrast to partially deflate the balloon in order to remove the dilatation catheter. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the mini trek otw, instructions for use, states that the device is to be used for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product deficiency.